Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve, implanted in an edwards surgical valve in the mitral position, underwent a valve in valve procedure with a 26mm sapien 3 ultra valve approximately 4 years and 2 months post-implant. Mode of failure was listed as stenosis. Prior to the valve in valve, the patient was experiencing shortness of breath. The patient is doing well post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed by edwards clinical imager and the following was observed: thv leaflets are calcified, 29mm thv (per report), is under-expanded at 27.2mm (0.5mm added for outer diameter) at mid valve. The valve calcification was confirmed based on the provided imagery. Available information suggests patient factors (hyperlipidemia) likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information received through medical record and review of imagery. The following sections of this report have been updated: additional information added to b5, additional information added to b7, corrected h6 health effect - clinical code, corrected h6 device code, and additional code added to h6 type of investigation. Investigation is ongoing.

Event description:
Per medical records received, prior to the valve in valve, the patient was experiencing shortness of breath, lower extremity edema, and had presented with multiple admissions regarding heart failure. Tte approximately one month prior to the valve in valve procedure showed restriction of the valve leaflets, severe bioprosthetic mitral stenosis, mild mitral regurgitation, and mv mean gradient measuring 11mmhg. The valve in valve was a success, and the patient is doing well post-procedure. Imagery was reviewed by an edwards lifesciences clinical imaging specialist, and the following was observed: the 29mm sapien 3 valve leaflets were calcified, and the valve was under-expanded at 27.2mm.